Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7083399.

Event description:
It was reported that the patient had inadequate pain relief and was experiencing pain at the battery site. The patient underwent an explant procedure. All device components were removed and not returned.